Event description:
It was reported that the catheter drainage hub broke at the chest. The target area was located in the right lower lobe. A flexima apdl drainage catheter was selected for use. During the procedure, it was noted that the hub broke. The physician tried to remove the rube without unlocking the pigtail. Furthermore, there was leak noted in the bed. No patient complications were reported. It was further reported that the device was placed on (B)(6) 2019 and removed (B)(6) 2019.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual inspection observed that the hub was detached with the heat shrink properly attached at the hub. Moreover, the flare of the device was noted to be formed. Additionally, the catheter returned with the working length cut/detached at the proximal section.

Manufacturer narrative:
Event date was updated to an approximation of (B)(6) 2019. The device was placed on (B)(6) 2019 and removed (B)(6) 2019 with unknown exact event date.

Event description:
It was reported that the catheter drainage hub broke at the chest. The target area was located in the right lower lobe. A flexima apdl drainage catheter was selected for use. During the procedure, it was noted that the hub broke. The physician tried to remove the rube without unlocking the pigtail. Furthermore, there was leak noted in the bed. No patient complications were reported. It was further reported that the device was placed on (B)(6) 2019 and removed (B)(6) 2019.

Manufacturer narrative:
Date of event was not provided.

Event description:
It was reported that the catheter drainage hub broke at the chest. The target area was located in the right lower lobe. A flexima apdl drainage catheter was selected for use. During the procedure, it was noted that the hub broke. The physician tried to remove the rube without unlocking the pigtail. Furthermore, there was leak noted in the bed. No patient complications were reported.